Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected and power loss. Customer¿s blood glucose was 14.5 mmol/l at time of incident. It was reported that the insulin pump continue to have issues after replacing the battery cap. Insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded v with voltage as shown on the power management graph and confirmed power error, low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted.